Event description:
It was reported that a spectrum infusion pump had issues with the door latch sensors. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "door latch sensors" as a door not fully latched alarm. Evaluation found door was able to latch close but the force required to secure door was above expected levels and if not applied, the unit would go into a door not fully latched alarm. The door hooks and latch pins were replaced to correct this condition.